Event description:
A report was received that the patient has to frequently charge their implant. Bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo a ipg replacement.

Event description:
A report was received that the patient has to frequently charge their implant. Bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo a ipg replacement.

Manufacturer narrative:
Additional information was received that the patient had the ipg replaced. The patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg battery had been depleting prematurely. The other associated symptoms were excessive sleep current, and low impedance between vh to ground. These are the characteristics of analog ic damage due to high-voltage transient. This anomaly had occurred recently prior to the explant. The root cause of the device damage could not be determined.